Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of overdelivery / iipv.

Event description:
A customer contacted baxter's technical service center to report being in the drain cycle for over an hour while on the homechoice (hc) machine in drain 5 of 5. The drain volume was 6380mls. The fill volume was 2000mls. The hc moved to the end of therapy. The technical service representative (tsr) asked the care giver (cg) if the home patient (hp) was having trouble draining during therapy. The cg stated no. The cg did not state the hp was having any symptoms of an overfill. The drain volume of 6380mls and the fill volume of 2000mls meet the criteria for an increased intra peritoneal volume iipv event. Product surveillance contacted the cg regarding the reported drain volume. The cg stated she did not recall her husband draining 6380mls or having any difficulty draining on the date in question, but did have detailed notes on her husband's therapy. The cg reviewed her notes and stated that on (B)(6) 2009 the home patient (hp) only drained 2347mls and did not have any issues with the cycler. The cg stated her husband was doing well on therapy. There was no patient injury or medical intervention reported. The hc was operational.